Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: visual examination of the returned device confirmed the reported allegation, the tip is bent and the threads crossed and damaged. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr. Was carrying out a delta xtend reverse shoulder replacement. During preparation of the proximal humerus the proximal reaming guide holder in conjunction with the holder internal rod was used to insert the proximal reaming guide into the humeral medullary channel. Proximal humeral reaming was completed. The holder guide and holder internal rod were used to engage the reaming guide. It was during this stage that dr. Was using a mallet to remove the reaming guide when the reaming guide disengaged from the guide holder. The force of the disengagement resulted in the distal tip of the holder internal rod bending. Dr. Was able to straighten it and was able to remove the reaming guide.